Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet tmj system right standard mandibular component catalog #: 24-6555 lot #: 797800, zimmer biomet tmj system small left fossa component catalog #: 24-6563 lot #: 831480, and zimmer biomet tmj system left standard offset mandibular component catalog #: 24-6651 lot #: 816970. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00318, 0001032347-2022-00320, and 0001032347-2022-00321.

Event description:
It was reported that the patient underwent a revision procedure approximately three years post implantation due to being unable to open his mouth. A bilateral coronoidectomy and revision of right tmj was completed with no improvement in opening mouth. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.